Event description:
The customer reported that the rbc bath had overflowed and the high vacuum was out of range on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to empty the vacuum trap (fl1) resolving the leak and vacuum failure. The customer verified the instrument and there were no further leaks observed and the instrument is fully functional; to date the customer has not called back with any further issues. Service was not dispatched for this event. (B)(4).